Event description:
It was reported that prior to starting a da vinci si surgical procedure the new instrument cannula did not pass the gage pin test. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pin did not pass through the distal end opening. The cannula inspection was performed using a cannula gage pin. Visual inspection showed that the distal end opening appeared slightly out of round. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.